Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device staples were malformed. Another device was used to complete the case. There was no adverse consequence to the patient.